Manufacturer narrative:
The referenced debridement of the driveline due to infection was reported under medwatch MFR report# 2916596-2015-02286. Approximate age of device - 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with fever, fatigue and an increased white blood cell count. The patient was admitted and cultures were taken; however, results were not provided. It was reported that the patient had been admitted for a previously unreported chronic driveline infection from (B)(6) 2016. The patient continued on intravenous antibiotics until undergoing a heart transplant on (B)(6) 2016. It was reported that there were no concerns with the device. Historically, the patient had been admitted to the hospital from (B)(6) 2015 for incision and debridement of the driveline due to infection. A vacuum-assisted closure had been applied. From (B)(6) 2016, the patient was admitted for sepsis and weakness. Driveline cultures were negative and the patient was treated with intravenous vancomycin and cefepime for a possible sinus infection. It was reported that there were no lvad alarms and the patient was prescribed intravenous antibiotics. On (B)(6) 2016, the patient was admitted due to a blood culture positive for pseudomonas. Intravenous antibiotics were started and the patient was discharged to the nursing home for continued intravenous antibiotics. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.